Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valve to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. Customer phone number (B)(6).

Event description:
The customer reported intermittent high patient results for sodium (na) and potassium (k) on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment.